Manufacturer narrative:
The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
On (B)(6) 2025 the user¿s partner reported that on (B)(6) 2025 the user experienced severe hypoglycemia (bg 38 mg/dl) while using the ilet bionic pancreas. A caregiver transported them to the emergency room where they received a glucagon injection and intravenous fluids and was discharged after stabilization the same day. No hospitalization or long-term effects were reported.